Manufacturer narrative:
H6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. During visual inspection the device was observed to be missing right plunger case and all plastics parts in the plunger head, top case damaged in both front corners, and the bottom case cracked. Review of the device event log found a check plunger sensor error previously recorded. The reported issue was confirmed during functional testing when the device powered on and displayed a check plunger sensor error. The investigation determined that the missing plunger case and components were the cause of this error, and attributed the issue to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The missing right plunger case, left plunger case, plunger cam, plunger float, push block, timing plate springs, right and left timing plates, and plunger board were all replaced.

Event description:
It was reported the pump plunger case is broken and plunger sensor is not working. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.